Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the analyzer and determined that the buffer valves and reference valves were defective. The fse replaced the buffer valves and reference valve which resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of ten (10) erroneous patient results and quality control (qc) for sodium (na), chloride (cl) and potassium (k) on (B)(6) 2024 involving their au480 clinical chemistry analyzer. The patient samples were re-run on (B)(6) 2024, with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Data was provided for ten (10) patient samples.